Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter would not power on. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2013 and obtained the following information. The alleged issue began several years ago prior to contacting lfs. At that time, the patient managed his diabetes with metformin pills (500 mg 1x daily). Due to the alleged issue, the patient reportedly increased his usual dose of metformin pills (500 mg 2x daily). After the start of the alleged issue, the reporter claims the patient felt dizzy, shaky and irritable. Treatment was not specified at that time. In september 2003, the patient reportedly visited his physician's office for a blood glucose test and a replacement meter. Results obtained with the physician's meter were not specified. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The subject meter turned on when pressing the power button and inserting the test strip. This complaint is being reported because, the reporter claimed the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.